Event description:
Medtronic received information that damage (physical or cosmetic), unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S.w version 4.11e. Retainer ring = black. Customer complaint:event date: (B)(6) 2021. The customer reported that the insulin pump had a replace battery now alarm/replace battery alert. The customer also reported that the insulin pump had a crack from the battery compartment goes almost 3 quarters all the way down. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery power loss or replace battery alert or replace battery now alarm noted during the testing. Low battery alert was recorded and found in the formatted history file on: 07/28/2021 04:01:00.000, alarmalertnotification. 07/28/2021 04:01:12.000, alarmalertcleared. Replace battery alert was recorded and found in the formatted history file on: 07/28/2021 13:32:00.000, alarmalertnotification. 07/28/2021 13:34:40.000, alarmalertcleared. Replace battery now alarm was recorded and found in the formatted history file on: 07/28/2021 14:03:00.000, alarmalertnotification. Power loss alarm was recorded and found in the formatted history file on: 07/28/2021 14:14:50.000, alarmalertnotification. 07/28/2021 14:15:02.000, alarmalertnotification. 07/28/2021 14:15:04.000, alarmalertcleared. 07/28/2021 14:53:50.000, alarmalertnotification. 07/28/2021 14:54:02.000, alarmalertnotification. 07/28/2021 14:54:06.000 alarmalertcleared upon checking on the detail trace file, replace battery alert or replace battery now alarm was expected since the battery has low power. The customer might have used low/depleted battery. During visual inspection, a corroded battery tube was found. The pump was cut open to perform visual inspection and no loose electronic components, however, corrosion was also found on the vibrator assembly. No corrosion or moisture damage on the electronic assembly, force sensor and motor assembly noted. Failure analysis summary: the insulin pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump was monitored for several days and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. However, corrosion was found on the battery tube and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.